Manufacturer narrative:
Unit received with a35 alarmed during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm due to a35 alarms. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error. Customer's blood glucose level was 184 mg/dl. Customer reported they were able to clear the alarm. Customer stated they are able to rewind the insulin pump. Customer states drive support cap appears to be normal. Customer advised the insulin pump will need to be replaced and advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.